Event description:
A falsely depressed sodium (na) result was obtained on a patient sample. The result was not reported to the physician. The sample was repeated on an alternate dimension instrument and a higher result was obtained and reported. Patient treatment was not altered or prescribed on the basis of the falsely depressed sodium result. There was no report of adverse health consequences as a result of the falsely depressed sodium result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed sodium results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.